Manufacturer narrative:
An united states (ous) customer contacted siemens customer care center to report discordant pt (inr, sec) results that were obtained on a patient sample on the cs-2500 system compared to repeat the testing on the cs-5100 system. Siemens healthineers reviewed and investigated the information provided. There is no evidence of any analyzer, software, reagent or assay issue. The kinetics are characteristic of a sample that was not mixed properly after blood draw. This indicates the issue is a pre-analytical issue with the sample. System works as specified. Customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported the observation that the inr and the associated pt.sec determinations of a patient sample performed with dade innovin on cs-2500 s/n (B)(6) were falsely elevated compared to repeat testing on cs-5100 s/n (B)(6) and the clinical picture. There are no known reports of patient intervention or adverse health consequences due to the discordant results.